Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site on (B)(6) 2024. Patient blood glucose at the time of event was 280mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.